Manufacturer narrative:
Follow-up #1: date of submission: 08/25/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/03/2016 with the following findings: during investigation, visible moisture was found behind the display. All the keypad buttons responded appropriately, and no physical damage was found on the keypad. The keypad was removed to find no contamination or moisture. A leak test was performed. The pump failed the leak test due to a battery compartment crack where the keypad meets the battery compartment. The pump was opened to find moisture on the keypad flex connector and throughout the pump casing.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes with moisture) issue. The patient alleged the up arrow, down arrow, and ok buttons were under responsive. It was reported that there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.